Manufacturer narrative:
Device received with unresponsive buttons, problem isolated to keypad assembly. Unable to perform displacement test or self test due to unresponsive keypad.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that insulin pump had keypad keys were unresponsive. The blood glucose level was 6 mmol/l. The customer tried to give himself a bolus. He can't even pass the unlock screen as the key he needs to press is the bottom one and not responding customer stated that numbers are not ramping on their own. Customer stated that the scroll bar was not moving with no input. The customer advised the up or down button may be stuck. Customer stated that there was no response from any button only middle button working. The device will not be returned for the analysis.